Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Checked and verified error 23062 and 1134 in the system logs via lighthouse (aperture). Performed a visual inspection and found no problem related to reported issue. Installed on an internal test system and was unable to replicate reported issue during system testing. Upon further visual inspection found a melted connector on the motor cable, which attributed to the error 23062 and 1134. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the damaged connector on the motor cable. This issue may be resolved by fse service to replace the vertical axis motor module.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during training, an ergo error was observed on the console. The caller indicated that upon boot up, a fault related to the ergonomics was present and a hard power cycle did not resolve the issue. Technical support reviewed the logs and confirmed the issue, and field service was requested for further evaluation. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer powered on the system in normal mode and observed error 23062 on startup and error 1134 when pressing "retry," which required restarting the console. The vertical motor module was removed and replaced, and the ergonomics were tested without issue following the repair. The system was subsequently closed out as the issue was resolved through part replacement.